Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the unit intermittent fails "rotor error alarm". The customer clarified that the unit did not pass the "rotor error alarm" test when it did not alarm "rotor error" within 30 seconds of running the pump on 400ml/hr with the set off of the rotor assembly starting from the "hold" menu. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit did not pass the rotor error alarm test when it did not alarm rotor error within 30 seconds.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.